Event description:
On (B)(6) 2021 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the patient visited the emergency room due to episodes of disorientation and hallucinations. The patient was diagnosed with a stoma site infection with redness and pus discharge and treated with an unspecified oral antibiotic. The patient was admitted to the hospital for 24 hours and discharged home.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.